Manufacturer narrative:
(B)(4). Field service representative (fsr) went onsite to evaluate the device. The reported issue was resolved by replacing the power board. The device was returned to the customer operating to service specifications. The suspect device has not been received at this time by carefusion. If the device is returned then a supplemental report will be submitted after an investigation is completed.

Event description:
The customer reported that while using the vela ventilator with a patient, the respiratory therapist turned off the ventilator for approximately 4 minutes to move the patient. The customer reported that when turning the ventilator back on, it quickly shut off again. They turned the ventilator on several times and each time the ventilator would turn off again after a few seconds of being on. The customer reported that there was no harm to any patient or clinician nor any report of allegations of the ventilator associated to the reported event.